Manufacturer narrative:
Analysis found that a complete lead was returned in one piece and was measured to be 86.2 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00210, related manufacturer report number: 2017865-2020-00212. It was reported that the atrial, right ventricular, and left ventricular leads dislodged due to twiddler's syndrome. All leads were explanted and replaced. There were no patient consequences.